Event description:
It was reported that a shaft break occurred. The patient experienced a myocardial infarction <72 hours prior to this procedure. The target lesion was located in the severely calcified left anterior descending (lad). An attempt to place the 2.5mm x 32mm promus premier stent was made but was unable to cross the lesion. The hypotube was fractured in the sector that was outside the patient. The device was removed and the procedure was completed with two different devices. There were no patient complications reported and the patient¿s status post procedure was stable.

Event description:
It was reported that a shaft break occurred. The patient experienced a myocardial infarction <72 hours prior to this procedure. The target lesion was located in the severely calcified left anterior descending (lad). An attempt to place the 2.5mm x 32mm promus premier stent was made but was unable to cross the lesion. The hypotube was fractured in the sector that was outside the patient. The device was removed and the procedure was completed with two different devices. There were no patient complications reported and the patient¿s status post procedure was stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the returned device found multiple kinking on the hypotube shaft and the shaft itself was broken at 223 mm distal to the distal end of the catheter strain relief. The hypotube may have broken at this location due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. Visual examination of the bumper tip, stent and outer/midshaft section found no damage or issues with its profile. The bi-component bond showed no signs of damage or strain. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).